Manufacturer narrative:
The lot number for the device is unknown. Therefore, a review of the device history records could not be performed. The stent remains implanted. The delivery system has been returned to the manufacturer for evaluation. The investigation is currently underway.

Event description:
It was reported that approximately 3-4 cm of a vascular stent was deployed when the deployment trigger became non-responsive. The deployment handle was disassembled it was noted that the deployment wire had broken. The remainder of the stent was successfully deployed by pulling on the broken deployment wire. The delivery system was then removed without the further complication. No report of injury to the patient.